Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at remote follow up via merlin.net exhibiting non-sustained right ventricular over-sensing episodes recorded by the implantable cardioverter defibrillator. These episodes were the result of crosstalk. Programming interventions were discussed but no changes were made as they were not viable for the patient. The patient was stable and will continue to be monitored as scheduled.